Event description:
It was reported that the device had a water leak upon opening. Lot unknown. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.

Manufacturer narrative:
H4: device manufacturing date and d4: device expiration date could not be determined. D4: device serial number/lot number is unknown. H6: event problem and evaluation codes: updated. H10: no lot number was provided; therefore, device history record review could not be performed. A product sample was received for evaluation. Visual and functional testing was performed. Visual inspection found a cracking on luer lock adapter female. Functional testing found the reported failure mode is confirmed. Based on the sample provided, analysis conducted on physically evaluation, trend analysis for this failure mode in complaints, root cause can be determined as supplier item fault. A scar was submitted to supplier for luer connector on nov 27, 2020, in which supplier was notified about the issue reported for broken component. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).